Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented on (B)(6), 2012 for elective coronary intervention for chronic total occlusion of the left anterior descending artery (lad). Pre-dilatation was performed using a non-abbott balloon. A 2.5x28 non-abbott stent was deployed to the lad. A 2nd 2.5x28 non-abbott stent was deployed overlapping. A 3.0x24 non-abbott stent was deployed more proximally overlapping to the lad. Finally, a 2.25x24 non-abbott stent was placed overlapping the most distal lad stent. Perforation of the myocardium occurred at the most distal stent site. Attempts to pass a 3.0x16 jostent to the distal perforation were unsuccessful as the stent system became lodged in the proximal lad. The stent graft was deployed overlapping the most proximal lad stent. The distal perforation was sealed with prolonged balloon dilatation. Post procedure bedside echocardiogram revealed a trivial pericardial effusion. There was no evidence of cardiac tamponade. There was a new wall motion abnormality compatible with left anterior descending ischemia or infarct. Patient was transferred to the coronary care unit for observation. Patient had complaints of chest pain that were controlled with analgesics. Patient was continued on dual antiplatelet therapy as well as a beta blocker and statin. Chest pain gradually resolved. Repeat doppler demonstrated no evidence of pericardial effusion. Post procedure biomarkers showed rise in ck and ck-mb. By (B)(6), 2012, the patient was free of chest discomfort. Patient had no recurrence of chest discomfort but did describe mild shortness of breath with ambulation. Patient was discharged home on (B)(6), 2012 with recommendation for rehab program in 1 month time. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is not available for analysis. The lot number was provided. A follow-up report will be submitted with all additional relevant information.